Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 375cc silicone breast implant, experienced left-sided silent rupture post procedure. The rupture was discovered during the surgery. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on (B)(6) 2022 device evaluation completed on may 10, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured and received in three parts. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 16, 2022, mentor became aware that the follow up(1) unintentionally missed reporting additional information. Manufacturer¿s reference number: (B)(4). The patient experienced generalized illnesses. The patient experiencing breast pain, fatigue, joint pain, and brain fog. As a result patient underwent bilateral explantation with totak capsulectomies and periareolar mastopexy. The right implant was ruptured and the left was intact. H6 health effect - clinical code e2402: generalized illnesses. This report relates to the left prosthesis.

Manufacturer narrative:
Updated device evaluation completed on june 08 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured and received in three parts. Additionally, a crease was observed on the edges of the rupture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).